Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer¿s blood glucose level was 50 mg/dl. The customer was treated with cinnamon roll thing and half of a banana. Customer did receive a change sensor alert after calibration not accepted. The customer reported that the site was bleeding. Customer states the site was not actively bleeding. The customer also reported that the product was not adhering. The insulin pump will not be returned for analysis.